Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative that an ar-8724-12 low profile screw appeared different and the head was bigger than other low-profile screw. The case was successfully completed using another ar-8724-12 low profile screw. The case was not delayed, and additional anesthesia was not needed. This was discovered upon opening the package during a hallux valgus with akin procedure on (B)(6) 2025. Additional information was received on 09/24/2025: this issue was identified during the procedure and not prior to use. The lot number was not provided. Additional information was provided on 09/29/2025: after placing three or four screws into the plate, the surgeon noticed that one had a larger head when it was screwed in. The surgeon then removed it and placed another screw without any issues.